Manufacturer narrative:
The customers reported incident of "sparking in bipolar mode" is confirmed. An evaluation of the returned device found the power switch contacts worn and arcing under load, the bezel was broken and the led faint. The power switch, bezel and led fiberoptic driver were replaced and the unit passed all required standards. Additionally, the preventative maintenance is overdue. The service history was reviewed, and no data was found. At the time of the complaint, the device was 75 months of age. A DHR review was not conducted as the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4)have been manufactured and shipped worldwide. (B)(4). As this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user that prior to initial installation and use of the esu, performance of the device should be tested in accordance with this manual. This electrosurgical unit should be tested by a hospital qualified biomedical technician on a periodic basis to ensure proper and safe operation. It is recommended that examination of the esu be performed at least yearly; conmeds recommended service interval for this device is 12 months. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with item 60-8005-001, system 5000 - english panel 120v, serial # (B)(4) that occurred on (B)(6) 2019. It was reported only "sparking in bipolar mode". There was no indication of a surgical procedure, patient impact or other details. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. Although there is limited information on this reported issue, due to previous filings for similar events with this device, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence.